Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a syncope episode. Upon attempt interrogation, the pulse generator could not be interrogated. The device was explanted and replaced on (B)(6) 2015. The patient was in stable condition.